Manufacturer narrative:
Additional information was received that this event was duplicated and the details initially reported occurred in one patient only. The first event was reported under 3004939290-2018-00874. Therefore, no additional reports will be forthcoming under this report number.

Manufacturer narrative:
(B)(6). A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a mynxgrip device for vascular closure, the patient had an infected groin that was treated with antibiotics and daily bandage changing.